Manufacturer narrative:
Further information was requested, but not received yet. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system was explanted due to an infection. The patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device. Correction: b5 updated with corrected manufacturer related number.

Event description:
Related manufacturer reference number: 2017865-2024-01431. It was reported that the patient's implantable cardioverter defibrillator system was explanted due to an infection. The patient condition was unknown.